Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 246 units of insulin. During troubleshooting with tandem technical support, he customer abruptly ended the call. There was no reported impact to the customer's blood glucose level.